Event description:
Customer reported she was attempting to change out the reservoir and infusion set and then the device alarmed no delivery. Customer changed out the reservoir and infusion set again and device alarmed again. It was reported the insulin pump alarmed no delivery. Customer's blood glucose was 94 mg/dl. Customer was advised to disconnect and reconnect the tubing and the reservoir. Customer pushed insulin through tubing manually and insulin did exit. Manual prime was performed on the device and insulin did exit. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.